Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. Device evaluated by MFR: device requested for return but was not available.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. At 1:30 pm the meter result was 5.5 inr. At 1:33 pm the meter result was 5.3 inr. At 6 pm the laboratory result was 3.0 inr. At an unspecified time, the laboratory result was 3.0 inr. At 12:30 pm the meter result was 4.7 inr. At 1:00 pm the laboratory result was 3.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The laboratory results were deemed to be correct. There was no adverse event. The patient does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no symptoms of bleeding or bruising, no changes in diet or medications, and no recent illnesses. The patient's meter was returned. The test strips were requested for return but were unavailable for return the retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.